Manufacturer narrative:
Insulin pump was received with blank display due to corroded electronic assembly and motor. Device had cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the customer jumped into the pool with the device on. Customer's blood glucose was 600 mg/dl. Device would not turn on. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.